Event description:
Pt. Had a triple lumen central venous line in place. Physician decided cvl needed changing. Inserted guidewire in line in an attempt to exchange cvl with a new cvl. Wire was unable to pass due to kink in old cvl. The old cvl catheter was cut. Portion of the catheter slipped down into pt. Guide wire was attached. Catheter required removal by interventional radiology.